Manufacturer narrative:
Lot number - 17b023, 18c003, 18d004, 18d005, 18e002, 18f003, 18g016, 18h002, 18h019, 18j009, 18j037, 18j038. Two single-use devices were received for evaluation. Visual inspection of the first sample revealed that the blue winged luer cap was slightly untightened. White drug residue was observed at the blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Visual inspection on the second returned sample noted fluid inside the housing of the device because the bladder had been ruptured. When the bladder is ruptured, fluid will be contained inside the housing. The ruptured bladder microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause of the bladder rupture was not determined. Photographs of three samples were also received for evaluation. Visual inspection of the first returned photograph revealed evidence of a leak at the filling port. The reported condition was verified. The cause of the condition could not be determined. Visual inspection of the second photograph revealed fluid inside the bag that contained the device. The location of the leak could not be determined. The reported condition was verified. The cause of the condition could not be determined through evaluation of the photograph. Visual inspection of the third photograph noted fluid in the housing of the device because the bladder had been ruptured. The cause of the ruptured bladder could not be determined through the evaluation of the photograph. A batch review was conducted for the reported lots and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 19 </noe> malfunction events. It was reported that nineteen (19) large volume infusors leaked. Nine devices leaked from the fillport, eight devices leaked from the bladder, one device leaked from the blue winged luer cap, and one device leaked from an unspecified location. Of the nineteen events, thirteen occurred prior to patient use and did not involve a patient, and six occurred during infusion and involved a patient with no patient consequences. No additional information is available.